Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial # (B)(4) we will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 not detecting IV set. Case notes: problem description: 02/07/2018 07:58:58 (B)(4). 8100 sn: (B)(4) npi. Not detecting IV set during pm. Verbal walk through on how to use the analog sensor task in asm to check the voltages of the pressure sensor. With no set attached you should see a voltage of .9 on both bottle and patient side pressure sensor. If a voltage of 0v or 5v that is the pressure sensor that is causing the not detecting IV set. Patient side showing 0v. Recommend replacing the patient side pressure sensor to resolve the issue. Ir (B)(4).